Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead dislodged and exhibited high thresholds. The lead was repositioned on (B)(6) 2012. At post-op check on (B)(6) 2012 it was noted the lead had dislodged again. The lead was explanted on (B)(6) 2012.